Event description:
It was reported that the screw started stripping once it was inserted the screw into the tibial tunnel. No patient injury reported.

Manufacturer narrative:
One 8x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The distal threads are deformed and are missing small pieces. There is additional damage to the screw threads roughly mid-point of the screws length. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. With the limited clinical details provided regarding bone quality, graft type, size and site preparation a root cause cannot be determined.